Manufacturer narrative:
Patient age: over 21 years old. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. The lesion being treated was located in the saphenous vein graft and popliteal artery. A jetstream xc atherectomy catheter was successfully used, however upon readvancing it the catheter became stuck on a non-bsc guidewire. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.